Manufacturer narrative:
Author: markovic, sinisa;ltzner, michael; dragomir, sergiu;rottbauer, wolfgang; whrle, jochen;whrle, jochen journal: coronary artery disease year: 2017 issue: 28:376-380 title: angiographic and clinical outcomes after recanalization of coronary chronic total occlusions ref: 10.1097/mca.0000000000000470. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This literature article details a clinical study in which 57 patients were treated with resolute integrity drug eluting stents to treat chronic total occlusion. The target vessels were located in the lad, lcx or the rca. On clinical follow-up at 9, 12 and 24 months, angiography results showed that patients treated with resolute integrity stents had suffered cardiac death, myocardial infarction, stent thrombosis, restenosis, reocclusion and some required target lesion revascularisation.